Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of being hospitalized on december 12, 2019 with low blood glucose of 25 mg/dl. Customer treated low blood glucose with glucose tablets. Customer passed out and was transported to the hospital via paramedics. Customer was still in the emergency room at the time of call. Customer was treated with glucagon shots. Troubleshooting was performed and customer does not allege that the insulin pump was over delivering. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.